Manufacturer narrative:
Date of event: the date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd venflon¿ pro safety (vps) w/ instaflash needle, there was a hole in the cap and leaking occurred. There were no consequences to the patient's treatment. The following information was provided by the initial reporter: "event 2: venflon, green, is applied. When applying the white cap, there is a lot of blood. Dry and rinse venflon. When rinsing, more blood and saline come out. It is found that there is a hole in the cap. Another venflon is opened and its cap is used, without any problems. A 3rd venflon with the same lot number as no. 1 is opened, here no defect is found on the cap. It had no consequence for the patient's treatment. Lot no. 1356889p47."

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure modes could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no photos or samples were received, the root cause of the bent catheter cannot be determined. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported by the customer that during use of the bd venflon¿ pro safety (vps) w/ instaflash needle, there was a hole in the cap and leaking occurred. There were no consequences to the patient's treatment. The following information was provided by the initial reporter: "event 2) venflon, green, is applied. When applying the white cap, there is a lot of blood. Dry and rinse venflon. When rinsing, more blood and saline come out. It is found that there is a hole in the cap. Another venflon is opened and its cap is used, without any problems. A 3rd venflon with the same lot number as no. 1 is opened, here no defect is found on the cap. It had no consequence for the patient's treatment. Lot no. 1356889p47."